Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. The helix was bent and stretched out of specification. Electrical testing determined that continuity of the conductors was complete. The distal conductor was distorted in the connector and the defib conductor distorted in various locations. There was a deformation/fracture in the prox section of the inner coil and extension problems.

Event description:
It was reported that during the implant procedure the physician was unable to extend the helix while the lead was in the body. The physician experienced difficult access and reported that the patient had a "great deal of scar tissue". Also, the physician felt that the damage to the lead was due to the patient's anatomy. The lead was not implanted. No patient complications have been reported as a result of this event.